Event description:
The iab was inserted into the pt on 12/17/96. On 12/19/96, the iab leaked. That was the only info at the time of the report. (On 12/30/96, co rec'd the mandatory medwatch form from the user facility; no uf/dist report number: not provided on the report). The following info was reported to co on 12/30/96: the iab was inserted on 12/17/96. Early morning on 12/19/96, the iab leaked and iabp was discontinued. The iab became trapped in the femoral artery and the balloon was successfully removed by the surgeon. The pt did not suffer any significant injury from the event. (Event complications: none rpt'd 12/20; entrapped/surgically) removed-rpt'd 12/30/96. (Pt's current status: unk - rpt'd 12/20/96.

Manufacturer narrative:
The product was not returned to datascope for evaluation inspite of numerous attempts to contact the customer for the return of the product.